Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Formation was received, from a manufacturer representative. Regarding a patient receiving infumorph via an implantable pump. The indication for use was spinal pain. It was reported, that the manufacturer representative (rep) stated, that the hcp did a refill on 2024-jun-11. And at that time, it was the first interaction with version 2 software. And the low reservoir alarm was occurring. The rep stated, that the programming was updated and the patient went home. The rep stated, that they got a message today that the patient was still hearing the pump alarming. The manufacturer's technical services specialist (tss) asked, the rep if they had silenced the alarm and they had not. Tss discussed having the patient come back to the clinic and how to actively silence the alarm. Tss discussed the version 2 software and there is a bug in clearing the alarm.